Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, the pump powered on to the audio tone feature functioning properly. A sound test was performed and the pump passed. The pump¿s vibratory feature was also tested and was found to function properly. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was reported that the audio feature of the pump was operating in an intermittent fashion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.